Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed (cto) lesion was located in the left circumflex (lcx) artery obtuse marginal (om) branch. The lesion was crossed with another manufacturers' guide wire with modest amount of difficulty into the om. This 185cm pt2 guide wire was placed down the lcx. Pre-dilation was performed with a 2.0x20mm maverick 2 balloon catheter to 6atms. A 2.5x23mm promus stent was then placed in the lesion area jailing the pt2 guide wire in the circumflex proper. The stent was deployed to 14atms and the wire was removed; however, the wire did have a small coil at the time and upon removal an 8mm piece of the tip was noted to be in the proximal left anterior descending (lad) artery sitting at the end of the guide catheter. With an injection of contrast, the guide wire tip went to the mid lad. Another wire was advanced causing the tip to move into a small septal perforator of the lad. Ivus was performed of the lad and there was no evidence of a wire in the parent vessel. It appeared to be only a small segment that was left into a small branch of a septal perforator. Therefore, it was felt that it would not create any clinical problems and retrieval was not recommended. A 2.5x12mm promus stent was then deployed to 10atms in the lcx and post-dilation was performed. The procedure resulted in 0% residual stenosis and timi 3 flow. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with two non-bsc guide wires used in the procedure. An examination of the complaint device found that the distal tip was bent and approximately 0.8cm of the poly tip is scraped and missing. The core wire is not fractured. All measurements that were taken are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed (cto) lesion was located in the left circumflex (lcx) artery obtuse marginal (om) branch. The lesion was crossed with another manufacturers' guide wire with modest amount of difficulty into the om. This 185cm pt2 guide wire was placed down the lcx. Pre-dilation was performed with a 2.0x20mm maverick 2 balloon catheter to 6atms. A 2.5x23mm promus stent was then placed in the lesion area jailing the pt2 guide wire in the circumflex proper. The stent was deployed to 14atms and the wire was removed; however, the wire did have a small coil at the time and upon removal an 8mm piece of the tip was noted to be in the proximal left anterior descending (lad) artery sitting at the end of the guide catheter. With an injection of contrast, the guide wire tip went to the mid lad. Another wire was advanced causing the tip to move into a small septal perforator of the lad. Ivus was performed of the lad and there was no evidence of a wire in the parent vessel. It appeared to be only a small segment that was left into a small branch of a septal perforator. Therefore, it was felt that it would not create any clinical problems and retrieval was not recommended. A 2.5x12mm promus stent was then deployed to 10atms in the lcx and post-dilation was performed. The procedure resulted in 0% residual stenosis and timi 3 flow. No further patient complications were reported and the patient's status is fine.